Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred during bolus delivery. The cause could not be determined during system check with tandem technical support. Customer changed supplies to address the occlusion alarms. Customer reported blood glucose level was in the 200-300 mg/dl range.